Event description:
It was reported that overdose symptoms were suspected. The patient had a refill and dose increase on (B)(6) . Two days later the patient presented in the emergency room with symptoms of lethargy, somnolence, and decreased appetite. The emergency room physician ruled out other causes. The patient reported having a dose increase within 24 hours. Since that time the patient became lethargic (not hypoxic but the family was concerned he would become hypoxic). The patient experienced narcosis secondary to too much dilaudid. The emergency room physician requested a 25% decrease on the pump. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter: product ID 8703w, lot# l46991, implanted: (B)(6) 1997. Product type: catheter. (B)(4).